Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient presented with decrease in vision and posterior capsule opacification post iol implant, and a yag capsulotomy was performed. After the yag, the lens vaulted (z-syndrome) and was subsequently repositioned. The surgeon indicated that in her opinion the probable cause of the event is "adhesion to capsular bag of haptic". This report pertains to the patient's left eye.